Manufacturer narrative:
Other applicable components are: product ID: 37092, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. The caller reported poor communication and further stated that the patient programmer (pp) won't connect to the ins, as they are encountering the poor communication message. It was noted that patient uses the antenna. At the time of the report, the patient placed pp directly over the ins, synced with the ins and the issue was resolved. Patient requested for an external pp antenna for troubles hooting purposes. No symptoms reported.